Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment which could not be resolved. Treatment was ended and manual rinseback was performed. Blood was not completely rinsed back due to running out of saline, resulting in an estimated blood loss of 30cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback as instructed in the user's guide when an alarm cannot be resolved in a timely manner. The user's guide contains adequate instructions for rinseback including the volume of saline that must be available. The disposable cartridge was not available for eval. The exact cause of the system alarm cannot be determined. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.